Event description:
A female pt reported experiencing acanthamoeba keratitis while including complete moistureplus to care for her acuvue advance contact lenses. Pt had been using this brand of solution for several months prior to onset, and used at least two different units. Initial symptoms of red, irritated, inflamed and hurting eye (os) began in 2007. She continued to try to wear her lenses for two weeks, before consulting her optometrist around the end. Pt was referred to corneal specialist; immediately treated with neomycin polymyxim b, granicidian, ketoconazole, c-broline, phmb and xibrom. Pt is still under medical treatment. In reviewing pt's contact lens care routine, it was noted that she uses two lens cases - one described as white (both wells), and the other is a tan "flip cap" case. Pt discards the solution daily and closes cap. She does not rinse or clean her lens cases. Pt does not swim, shower or use hot tub while wearing her lenses. She disposes her lenses "sometimes every two weeks" and has been wearing acuvue advance for several months. Pt has agreed to forward remaining solution to amo for testing.

Manufacturer narrative:
Amo initiated an immediate and voluntary recall of its complete moistureplus contact lens solution in response to info provided that day by the u.s centers for disease control and prevention regarding eye infections from acanthamoeba. Therefore, this event is being reported as a MDR. Lot number of solution used by pt is unk. It is unk if the device failed to meet specifications, as we have not received the complaint sample for analysis, nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident / adverse event is unk. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Root cause has not been established.